Manufacturer narrative:
The device was not returned; however, a picture was received and reviewed. The picture did not show a condition that could cause no delivery of fluid. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. No root cause could be determined from the picture reviewed; and therefore, the complaint could not be confirmed.

Event description:
It was reported that where the tubing joins the inner bladder, there is a kink in the bladder that impedes flow of liquid into or out of the cassette. As a result, the cassette was unable to be filled. No patient injury was reported,

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08079 is no longer considered reportable, please disregard any MDR reports associated with it.